Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the rear housing was cracked on the top and the downstream sensor and upstream sensor were contaminated by fluid ingression. The tamper seal was not broken. The event history log (eh) showed error 1310. The pump was powered on and a functional test was performed, and the reported issue was duplicated. Error 1310 displayed on the pump due improper user error. As a result, the error was cleared. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 1310. No patient injury was reported.